Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the er320 clip applier was clipping crooked. No other details such as surgeon or procedure was provided. A new applier was opened to complete the case. There was no consequence to the pt.